Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of early poly wear and osteolysis.

Manufacturer narrative:
Additional narrative: the lab report, x-rays, and products were transferred to bioengineering for review. A report was received states: explants (liner and head) were received and analysed by depuy lab under (B)(4). Summarising the report ¿ a slight, taper lock position was identifiable, mix of machine marks and stem imprint was visible. Inside the female taper, body fluid deposit was also visible. The taper was scored as 1s. Femoral head showed mild scratching, no wear scar or stripe wear was visible on the bearing surface. The acetabular liner showed a wear scar which covered almost 75% of the bearing surface. Mild discolouration was noted on the front face. More severe discolouration and four circular marks were noted on the back face of the liner. Discolouration could have been due to body fluid or oxidation; however this could not be confirmed without destructive testing. The liner was seen to be out of specification from cmm measurements, indicative of wear. The voids around the stem, in the x-ray images provided, confirm the reported osteolysis. Analysis of the explants confirmed the wear of polyethylene; however the volume of wear could not be measured. As noted by the complainant, the osteolysis appears to be due to poly wear. A small level of polyethylene wear is a known consequence of total hip replacements. X-ray analysis shows an acceptable implant position. The revised components were in-vivo for close to 6 years. It was not possible to determine the root cause for the significant polyethylene wear measured. The patient has had a complicated medical history due to a fall from a height, which has resulted in multiple fractures of the spine and right femoral neck resulting in avn. It is not possible to determine if this had an effect on the patient¿s biomechanics resulting in the wear/ osteolysis. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.